Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing disconnected from the chamber while it was attached to a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the drip chamber. The root cause was identified as a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported that the tubing disconnected from the chamber while it was attached to a patient. There is no report of patient harm.